Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3 of 4. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The hp stated she was connected at the time of the alarm and had not disconnected prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The tsr assisted the hp to end therapy and advised the hp to complete therapy with manual bags. The tsr reviewed proper procedures per the user manual with the hp. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Additional information will be provided upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Product surveillance followed up with the nurse via phone call; the nurse stated the hp was doing fine with therapy. An engineering quality review was completed for this report of a system error 2240. The report was not confirmed in the lab due to unavailable sample. Based on the information obtained from baxter's investigation, the root cause could not be determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).